Event description:
Case description: on 14-may-2024, the case was re-classified from serious to non-serious due to the event, "left like a lump at injection site" is not reported serious by reporter and seriousness criteria was selected by the vendor in error. The case will be submitted as amendment and with a downgrade report. Preliminary manufacturer's comment: 15-jul-2024: the suspected device ozempic and novofine needle has not been returned to novo nordisk for evaluation. Relevant information on product usage training from health care professionals, product storage error, product handling error are unavailable for complete causality assessment. No conclusion reached. Company comment: injection site lump is assessed as listed event according to novonordisk current reference safety information on ozempic. It is not uncommon for patients to develop injection site reaction while using the suspect. Thus, the event is assessed as possibly related to the suspect. This single case report is not considered to change the current knowledge of the safety profile of ozempic.

Event description:
Event [preferred term] (related symptoms if any separated by commas) left like a lump at injection site [injection site mass] pen gave me more than it was supposed [device delivery system issue] pen stopped working for first time and during second time gave me more than it was supposed [device malfunction] case description: study ID: patient assistance program study description: the novo nordisk diabetes patient assistance program is a program for patients that qualify for financial assistance pursuant to financial guidelines as established by novo nordisk. Patients will be evaluated for the program against the criteria established by novo nordisk. This serious solicited report from the united states was reported by a consumer as "left like a lump at injection site(injection site lump)" beginning on (B)(6) 2024 , "pen gave me more than it was supposed(inaccurate delivery by device)" beginning on (B)(6)2024 , "pen stopped working for first time and during second time gave me more than it was supposed(device malfunction)" beginning on (B)(6) 2024 and concerned a 48 years old male patient who was treated with ozempic 0.25/0.50 mg (semaglutide) from unknown start date for "type 2 diabetes mellitus", , novofine plus 4mm (32g) (needle) from unknown start date for "device therapy", current condition: type 2 diabetes mellitus. (Duration not reported) on (B)(6) 2024 the patient reported that their pen stopped working. The second time they took it, it definitely gave them more than it was supposed to because it left like a lump and now when patient went to take their third dose it wont let them dial, it does nothing batch numbers of ozempic 0.25/0.50 mg and novofine plus 4mm (32g)has been requested. Action taken to ozempic 0.25/0.50 mg was not reported. Action taken to novofine plus 4mm (32g) was not reported. On 05-may-2024 the outcome for the event "left like a lump at injection site(injection site lump)" was recovered. The outcome for the event "pen gave me more than it was supposed(inaccurate delivery by device)" was unknown. The outcome for the event "pen stopped working for first time and during second time gave me more than it was supposed(device malfunction)" was unknown. Reporter's causality (ozempic 0.25/0.50 mg) - left like a lump at injection site(injection site lump) : unknown pen gave me more than it was supposed(inaccurate delivery by device) : unknown pen stopped working for first time and during second time gave me more than it was supposed(device malfunction) : unknown . Company's causality (ozempic 0.25/0.50 mg) - left like a lump at injection site(injection site lump) : possible pen gave me more than it was supposed(inaccurate delivery by device) : possible pen stopped working for first time and during second time gave me more than it was supposed(device malfunction) : possible . Reporter's causality (novofine plus 4mm (32g)) - left like a lump at injection site(injection site lump) : unknown pen gave me more than it was supposed(inaccurate delivery by device) : unknown pen stopped working for first time and during second time gave me more than it was supposed(device malfunction) : unknown . Company's causality (novofine plus 4mm (32g)) - left like a lump at injection site(injection site lump) : possible pen gave me more than it was supposed(inaccurate delivery by device) : possible pen stopped working for first time and during second time gave me more than it was supposed(device malfunction) : possible . On 14-may-2024, the case was re-classified from non-serious to serious due to the event, "left like a lump at injection site" reported as serious by reporter. The case now qualifies for expedited submission. Ozempic is a prefilled device current location of device: device not returned for investigation period of use: unknown. Preliminary manufacturer's comment: 27-may-2024: the suspected device ozempic and novofine needle has not been returned to novo nordisk for evaluation. Relevant information on product usage training from health care professionals, product storage error, product handling error are unavailable for complete causality assessment. No conclusion reached.